Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 100 mg/dl. The customer was asked if recalls any significant events leading to the alarm and they said sleeping. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad trace. It also had minor scratches on the lcd window, cracked case near display window corners, cracked reservoir tube lip, and missing end cap sticker.